Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary - a photo was provided for the device and evaluated. Upon visual inspection of the photo, it appeared that suture was frayed and broken; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 9l19449, and no nonconformances were identified. The photo does not provide enough evidence to determine root cause. Without physical evaluation of the devices reported, we cannot establish a root cause for the issue experienced by the customer. The possible root cause for the broken suture can be attributed to procedures variables such as: snaps or other instrument to pull the suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it, however, this cannot be conclusively determined. As per IFU, it indicated to use caution when tensioning the suture. Overtensioning may cause tissue damage and/or suture or implant breakage. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual inspection revealed that the implants and suture were not received along the device. There are no anomalies or structural damage on the outside of the device. To test its functionality, the red trigger was tested in the sample rubber strip and after actioned, the second implant was deployed without any difficult. A manufacturing record evaluation was performed for the finished device lot number: 9l19449, and no nonconformances were identified. According with the visual inspection and functional test, this complaint cannot be confirmed. The possible root cause for the deployment failure could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This would result in the first implant being only partially deployed. Then, when the trigger was pulled again both implants would be deployed at the same time. Also, it could be related to a trigger mishandling, if the trigger was activated unintended, the deployment mechanism starts its process and when the trigger was used in the procedure, both implants would be deployed at the same time in the first shoot. As per IFU, it is important that the device is positioned correctly. Also, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2022, it was observed that two plates on the truespan meniscal repair system peek 24 degree device came out together and broke the wire during tightening; and the two plates that fired were not removed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.